Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon. There was no contrast visible. There was fluid visible in the balloon and inflation lumen. The stent implant was returned dislodged. The eighth and ninth row at the proximal end of the stent implant was crushed. There was no other damage noted to the stent implant. There were crimp marks on the balloon and between the markers. The balloon was loosely folded. There was a kink in the hypotube, 28 cm distal to the strain relief tubing. There was a bend in the hypotube, 51 cm distal to the strain relief tubing. An orange protective sheath was returned. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameter of the stent implant. The stent implant proximal outer diameter measurements met manufacturing criteria. The stent implant distal and middle outer diameter measurements did not meet manufacturing criteria. Product performance engineering determined that factors that can affect stent dislodgement outside the body include, but are not limited to positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned sds indicates presence of crimp marks on the balloon that were between the markers of the loosely folded balloon, which suggests that the stent implant was at least crimped onto the balloon at the time of manufacturing. The noted crushed stent strut in the eight and ninth row of the proximal end suggest that the protective may have been forcefully removed or that the stent was handled after the dislodgement. The loosely folded balloon could be the result of the physician attempting to deploy the stent before realizing the stent had dislodged, considering that blood was noted on the balloon; however, it (loose fold) could also indicate that positive pressure may have been applied during prep thereby contributing to the stent dislodgement during removal of the protective sheath. The inner diameter of the returned protective sheath was found to be within specification. The over sized outer diameters of the stent implant noted at the middle and distal ends suggest that the stent either expanded during travel over the balloon or expanded during positive pressure to the system as indicated by the balloon loose fold. The noted kink and bend on the hypotube distal to the strain relief tubing was not reported and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported complaint of stent dislodgement. As a conclusive root cause could not be determined, and there is no indication of a quality issue. A review of the finished device lot history records did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation, the stent was pulled off with the protective sheath. The device was not used in the patient. No additional event or patient information is available.